Event description:
On 5/18/1998, an axsym operator at the account received stitiches because the process cover fell down, while the operator was checking the position of the sample probe. According to the account, when the process cover fell down, the panel that holds the sample syringe struck the operator on the lips and the bottom lip was cut. The stitches have since been removed and further injury has been reported.